Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was being performed by tandem technical support; however, the customer declined to complete the check. Customer successfully resumed insulin deliveries after the system check. Customer¿s blood glucose level was 259-321 mg/dl.